Manufacturer narrative:
Investigation results: information received with complaint initiation: event cause analysis description mentioned by doctor: it returned to normal after replacing the measuring cable. After exchanging the measuring cable everything worked fine. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that raypex 6 gave incorrect measurements. No injury occurred.